Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2.0 - 3.0 inr. Pt's coumadin was held on (B)(6) 2011 due to high results from both inratio meter and the lab. Last dose of coumadin was taken on the night of (B)(6) 2011.